Manufacturer narrative:
The device was received for evaluation. During functional testing, the accuracy test failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log has been reviewed; norepinephrine infusions were identified, but no evidence of under infusion was identified. The reported condition was verified. The cause of the condition was determined to be an issue with the mechanism assembly. The lvp mechanism assembly will be replaced to resolve the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a suspected under-infusion during a norepinephrine infusion, with a concentration of 8 mg/250 ml at a dose of 200 mcg/min for a vtbi of 250 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.